Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that non-recoverable error 32056 occurred against universal surgical manipulator (usm) 3. The intuitive tech support engineer (tse) had the site perform a hard restart of the patient side cart (psc), with no change. The site aborted the procedure to another patient side cart. The ports were not in place when the issue occurred.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and the 32056 error was found indicating fault on the usm aca failed to initialize i2c device, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where agc current test was found to be failing on the yaw. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.